Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5036762) in (B)(6) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. It was reported that she was an athlete and knew her body very well, when she first noticed the fatigue setting in, then the body aches. Then the joint pain started, lower back pains and pain in hips and affecting her sciatic nerve to her right leg/sciatic nerve in legs pain. She was kick boxing and had to quit due to not having the stamina to train and the joint pain and severe muscle fatigue she was experiencing. During that time, she was getting severe uti infections that has led to some incontinence issues. She also experienced irregular cycles, abdominal bloating, abdominal pains, kidney pain, bladder infections, heart flutters, headaches daily, sometimes migraines, neck pain, spinal pain, jaw pain, teeth pain, thyroid issues, heavy bleeding sometimes gushing, blood clots during cycle, metal taste in mouth and blood, ear aches with no infection when having jaw pain, discharge and odor, tingling in left hand, cramping of fingers, light headed, brain fog, asthma attacks, crawling skin, night sweats, bleeding after sex, spotting in between heavy flows, nausea, bad pap smears that need treatment for cancer cells, skin cancer requiring major surgery. It was almost impossible to be physical due to fatigue and loss of muscle strength. On (B)(6) 2014 lavh (interpreted as laparoscopic assisted vaginal hysterectomy) was performed and essure was removed. She wanted to keep her ovaries but they were damaged too much to keep. Her ovaries, tubes and uterus were fused to her colon. Her doctor needed to call in the general surgeon to separate her organs in order to save her colon. She had many old cysts and new ones, filled with endometriosis fusing her organs. She had large fibroids in the uterus and chocolate pockets filled with old blood that would not slough off during my cycle. She had uti (interpreted as urine tract infection) treated prior to surgery and have had another since surgery. She never had utis prior to essure. She felt really good after surgery, with no headaches, body aches or fatigue. She then had a patch test done with some of the essure materials and two hours after the patch was applied she had a major headache, then woke up with the body aches and fatigue. The patch was removed after 48 hours and the symptoms remained another 24 hours; then disappeared. Three months post op and she still get severe kidney infections. She was prescribed estradiol due to hysterectomy. Ptc investigation result was received on 11-aug-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). (B)(4) since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Correction <14-aug-2015>: after internal review, a new event was added (menorrhagia). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding sometimes gushing (interpreted as genital bleeding) and abdominal pains. Both events are serious due to medical importance and listed in the reference safety information for essure. In this case, consumer had many old cysts and new ones, filled with endometriosis fusing her organs. Endometriosis could be an alternative explanation for occurrence of this bleeding, however a contributory role of the essure insert in this bleeding cannot be totally excluded. Also, for the event abdominal pains, a causal relationship with suspect insert cannot be excluded. Considering that the consumer underwent a lavh (interpreted as laparoscopic assisted vaginal hysterectomy) and essure was removed, this case was regarded as incident. Additionally, other serious and non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.